Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the b30 scope communication error message was received for this device. There is no reported harm to any patient.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The event was during set up with no patient involvement. The facility resolved the issue, but no details were provided.